Event description:
Healthcare professional reported "deflation" against left device. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation" against left device. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease fold, opening and wear abrasion . Leak test was performed and found opening in the anterior . A microscopic analysis was performed which identify crease smooth opening in the anterior. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: a crease smooth opening in the anterior assessed to a fold flaw opening.